Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The device was removed and experienced resistance with the guideliner causing the reported difficulty to remove, both devices were removed as a single unit. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified posterior descending artery. An attempt was made to advance a 2.25 x 8 mm xience alpine stent delivery system (sds) to the lesion; however, the device failed to cross the lesion due to the anatomy. Then, during removal, it met resistance with a guide liner and was not able to be pulled back inside it. Therefore, all the devices were removed as a single unit with the stent still on the sds balloon. The device was replaced with another 2.25 x 8 mm xience alpine sds to successfully complete the procedure. It was noted that the stent from the first sds later dislodged from the balloon when all the devices were pulled apart on the table. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.